Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: c-cover has a burn. Based on the results of the investigation, the most probable cause of the c-cover has a burn is cause traced to component failure and for incompatible scope (e315) is no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had the incompatible scope (e315). The issue was found during inspection for use of the device. There was no patient involvement.